Event description:
It was reported that an incident of error 160, gfi (gas forced infusion) pressure too low, occurred during a procedure. The error did not affect the surgery and patient outcome. No delays mentioned and no more information was provided.

Manufacturer narrative:
Information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. (B)(6). Health professional?: unknown/ not provided. Occupation: unknown/ not provided. Device evaluation: field service engineer evaluated the veritas system because of the 160 low pressure error messages. The system met manufacturers specifications. Manufacturing record review: a review of the device history record (DHR) showed that there was one discrepancy or non-conformance experienced during manufacturing. The system and its components met all specifications prior to being released. The system and its components met all specifications prior to being released. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluation: during a service to check this system due to 160 errors reported by the customer, the field service engineer (fse) performed a service check to this system. The fse replaced the vacuum manifold, and also performed a foot pedal upgrade (foot pedal upgrade was unrelated to the reported complaint). A device history review found one non conformance (nc), but the nc was found to be not related to the complaint issue reported. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.